Event description:
MFR's rep reported pt is stating her pump is shocking her. "It started this morning, she woke up vomitting and the shocking sensation was every 30 sec. Now the shocking interval is spread out". The pt reported a similar event occurred 3-4 weeks ago and it lasted for about 1 day. Specific drug info was not reported. In addition, the pt's environmental surrounding/possible interference sources at the time of the reported incidents were not available at the time of the report. Device evaluation was recommended for further investigation into the pt reported events. Add'l info has been requested, including final pt and device outcome. A follow up report will be sent when new info becomes available.